Manufacturer narrative:
Phone: (B)(6). All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
It was reported that during procedure, the laminar flow phaco tip was clogged. The operating room could not use five (5) of their phaco tips as they were clogged and did not allow irrigation. When the clogged tip issue was noted, the center changed the tip without consequence on the procedure. There was no patient involvement and no patient injury reported. This report is three (3) of five.

Manufacturer narrative:
This is 3 of 5 supplemental reports: device available for evaluation ¿ yes, returned to manufacturer on 04/11/2018 device returned to manufacturer ¿ yes. Device evaluation: five opocr3021l phaco tips were received within their original packaging confirming the reported lot number of 3821898. Four of the samples were still sealed inside both the inner and outer sterile pouches. The fifth sample was returned opened. A visual inspection of the opened phaco tip revealed an translucent silicone-like particle lodged in the tip. This report is for the tip that was not confirmed. The review of the device history record (DHR) for part no. Opocr3021l, lot # 3821898 showed that there were no issues or non-conformities. The batch record review was conducted with no defects and no additional information being found relating to this issue. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.